Event description:
Pt broke out with the rash from knee brace.

Manufacturer narrative:
Deroyal: the bill of material for the components of the product was reviewed and no material changes to the components were identified. No root cause could not be determined. The product does not contain natural rubber latex.